Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. There was no tissue in the helix observed during visual inspection of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the pacing lead exhibited good capture threshold and testing parameters were obtained when the pacing lead was first placed into the septum. However, when it was fixated deeper into the septum with more turns (helix), the pacing lead exhibited non-capture and unstable thresholds. The pacing lead was removed and fibrous tissues was seen being trapped in the helix, filling up the helix space. This occurred repeatedly with pacing lead during the procedure, despite changing the placement location in the septum. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.